Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm 13.2 implantable collamer lens of -6.50/1.0/084 (sphere/cylinder/axis) was implanted into the patients right eye (od). The reporter states the lens is planned to be removed for an unknown reason. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture with residue on product. Visual inspection found no visible damage to the lens. Claim# (B)(4).